Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported five site issues that the patient experienced rashes at the infusion set insertion site in use of 6-7 hours which led hyperglycemia 580 mg/dl value and was treated with correction bolus via pump and there was no infusion set malfunction reported.